Event description:
Event description: ecn event description: catheter was prepped and exercised as usual, then moved to the patient area. Attempted deployment and undeployment multiple times and tried to move (advance and pull back) the guidewire. Guidewire was stuck and was causing problems, and eventually broke. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Attempted deployment and undeployment multiple times and tried to move (advance and pull back) the guidewire. Guidewire was stuck and was causing problems, and eventually broke. What is the next course of action? Sending replacement. Patient present at time of event? Yes, patient complications: no patient complications patient outcome: fully recovered procedure number: (B)(4).event date: 2026-3-11

Manufacturer narrative:
Awaiting the return of the device. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.